Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ use error: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "prothesis rupture" and expiry date 06-dec-2013, implant date (B)(6) 2020. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prothesis rupture" and expiry date 06-dec-2013, implant date on (B)(6) 2020. This record is for the left side. Device was explanted and replaced with another manufacturer's device.